Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the infection prevention treatment? Was prescription medication given to treat the infection? Please provide the patient's weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe the patient manifestations of the reported infection/inflammation (location, severity, appearance, systemic or local infection). Ere there any pre-existing signs/symptoms of active infection/inflammation prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe were cultures performed? Results? When did the bleeding occur? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a high ligation+repair of inguinal hernia sac surgery on (B)(6) 2023 and suture was used. The patient was admitted due to the discovery of a reversible mass in the right groin with pain for more than 10 days. Brief procedure of the surgery: after successful anesthesia, take the horizontal position, routinely disinfect the surgical area, take a transverse finger above the midpoint of the right inguinal ligament to the upper edge of the pubic tubercle, and make a 6cm oblique incision parallel to the inguinal ligament. Remove the hernia sac 0.5cm from the ligation line. Suture layer by layer, after surgery, the intraoperative bleeding volume is about 50ml, and return to the ward safely after surgery. On the 8th day after surgery, a little reddish bloody exudation of the dressing was seen, and the skin around the suture of the surgical incision was red. Skin infection around the surgical incision. The patient had post-op inflammation. & wound secretion. The doctor gave symptomatic support treatment such as infection prevention, pain relief, fluid replacement, etc., pay attention to the bleeding of the surgical incision, strengthen dressing change, and gave infrared treatment to the surgical incision. Additional information was requested.